Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Log file analysis revealed slight increases in power consumption and estimated flows starting on 30/dec/2023 and a sharp increase in parameters on 15/jan/2024, leading to parameters above normal operating range; twenty (20) high watt alarms were logged since 15/jan/2024. Review of the event log file revealed multiple motor start events recorded between 27/oct/2017 at 10:19:19 and 05/nov/2020 at 11:35:19, in which the motor start parameters were atypical. Additionally, review of the event log file revealed failed motor start attempts logged on 05/jun/2020 at 09:19:43 and on 13/oct/2020 at 08:08:35, indicating that the pump failed to restart after multiple attempts. As a result, the reported high power, motor start events outside of the expected range, and failure to restart events were confirmed. Based on the available information, the device may have caused or contributed to the reported high watt alarms event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failures to restart and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted to the hospital for hematuria, possible pump thrombus and their lactate dehydrogenase (ldh) was 2154. It was also reported that the ventricular assist device (vad) exhibited above-normal flows, motor start events outside of the expected range, failure to re-start, and high watts. A tissue plasminogen activator (tpa) was administered, and they received anticoagulation medication. The vad remains in use and a pump exchange is under consideration. No further patient complications have been reported as a result of this event.